Manufacturer narrative:
Patient weight: information unknown/not provided. Date of event: exact date was not provided. Best estimate is (B)(6) 2021. Only information provided was symptoms were likely observed during the recovery phase. Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the patient a patient was not happy with their outcome post-implant of a toric intraocular lens (iol) in the right eye. The lens was subsequently explanted, no vitrectomy was required. The patient was reported to be fully recovered. Through follow-up, it was learned that the patient was unhappy due to poor quality of vision with the multifocal iol. The patient complained of seeing rings everywhere during the day and at night. The explanted lens was replaced with another johnson & johnson lens (model za9003 and lower diopter 23.5). The explanted lens was discarded. No additional information was provided.